Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events. All related medwatch reports: 2122870-2011-05164, 05165, 05167.

Event description:
The affiliate reported the customer alleged false positive toxoplasma gondii antibody (igg) results, for two pts, involving access 2 immunoassay system. This is report number three of four. Subsequent reference laboratory testing produced non-reactive, negative results. The erroneous results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.